Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you please confirm the surgical procedure? Retossigmoidectomia. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Yes where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, everything is fine . Was a complete transection of the white breakaway washer visually confirmed? Yes, everything fine. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. How many days postoperative did the bleeding occur? We dont´t have this information how was the postoperative bleeding identified? We don´t have this information what was the total estimated blood loss (ml)? We dont´t have this information was a transfusion required? No. How was the bleeding addressed? We don´t have this information what is the current status of the patient? Fine.

Event description:
It was reported that following a rectosigmoidectomy procedure performed on (B)(6) there were postoperative problems of the patient. Patient had significant postoperative bleeding. During the procedure everything happened normally, the anastomosis was checked and was well.